Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. Update (B)(6) 2011 - litigation papers received. They allege that patient experienced acetabular cup detachment, disconnection, metallic debris, and/or loosening, pain, and inhibition of the ability to walk. There is no new additional information that would affect the investigation. Update 6/4/2012 - preliminary disclosure form was received. It provided product stickers which has helped us discover that the doi and lot numbers were incorrectly reported on this complaint. We have updated the information in the complaint and on the emdrs. Update 01/17/2013-medical records were obtained. Medical records indicate patient was revised due to pain, extensive metalosis, and corrosion.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).